Event description:
Caller reported she stood up and discovered that the transfer set of the infusion set was broken from the headset. Caller stated her blood glucose levels were higher, 12.6 mmol/l; normally she is around 6 mmol/l in the morning. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).